Event description:
Consumer reports injecting with a pen needle into their stomach and the needle breaking off. Went to the ER for assistance and had the needle surgically removed. Consumer reuses the needles, but this never happened before.